Event description:
It was reported that an ilet user received alert 36 on the pump, dismissed the alert, restarted the device, removed supplies, and attempted a supply change, after which the pump displayed ¿unable to proceed¿ three times; subsequent review indicated additional alerts related to insulin supply and infusion set change. Symptoms included potential interruption of insulin delivery with risk of hyperglycemia due to unreliable pump operation, and the user was advised to employ backup therapy. Outcomes included temporary loss of device function and user inconvenience, with data not transferring to the replacement device and the need to perform a new startup. Investigation included review of alarm history, guided troubleshooting, and initiation of device replacement with instructions to shut down the device to prevent further alerts. Investigation of this case revealed a device malfunction associated with an invalid hall state affecting the insulin delivery subsystem and infusion set change process, consistent with a pump hardware or sensor state error. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump¿s internal sensing for the insulin mechanism. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.